Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a simply go device's battery is burned. The device had technical examinations conducted during bench repair. The engineer reports burn marks have been identified on the pin parts of the device's battery. No burn marks have been found on the parts of the battery line leading to the mainboard. The device was tested with a battery used for testing purposes in the bench, and no external problems have been observed in the battery line. It has been determined by me that the burn problem originates solely from the battery. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device will be returned to the manufacturer for further review. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a simply go device's battery is burned. The device had technical examinations conducted during bench repair. The engineer reports burn marks have been identified on the pin parts of the device's battery. No burn marks have been found on the parts of the battery line leading to the mainboard. The device was tested with a battery used for testing purposes in the bench, and no external problems have been observed in the battery line. It has been determined by me that the burn problem originates solely from the battery. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the second attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.